Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a275, lot# 0208908674, implanted: (B)(6) 2015, product type: lead. Product ID: 977a275, lot# 0208891037, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that she felt a burning sensation in her back and buttock at the implantable neurostimulator (ins) site following a normal, ten minute MRI scan. The burning sensation lasted for approximately one hour following the MRI scan. An examination of the patient¿s skin both immediately post scan and one hour later showed no evidence of injury. The patient was contacted the day after the MRI and it was reported that she had no discomfort or any sign of injury at that time. It was noted that the ins had been put into MRI mode prior to the scan and that this was witnessed by the MRI technician; there were no environmental, external, or patient factors reported that may have led or contributed to the issue. It was also noted that the patient had undergone a 20 minute MRI scan three months prior to the incident, at the same facility, and with the same MRI settings with no sign of discomfort. There were no surgical interventions planned or performed and the patient was alive with no injury at the time of report. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from consumer via manufacturer representative. It was reported that patient stated at the time of the MRI, they felt internal burning as well as the skin was hot to touch with no visible sign on the skin of redness.